Manufacturer narrative:
This report is being submitted retrospectively as a result of an FDA inspection in february of 2021. Corrective actions related to that inspection included a re-review of all complaints reported in the past 3 years.

Event description:
There was no death or serious injury reported as a result of event. A malfunction was reported, although unconfirmed through investigation. As per the end user, " the pacer pads failed to work. Pacer pads were placed upon the patient initially. The standard limb leads had to be put on immediately following the pacer pads in order to show a rhythm. The monitor showed nothing with just the pacer pads." The user reported that the pads were "plugged in" and then the pacer cord attached to the monitor was disconnected and then reconnected, and then the monitor was turned off and then back on. The user stated when they replaced the pads they worked and this confirmed to them that is was an issue with the pads and not the monitor. The end user confirmed that while trouble shooting, the monitor leads were placed onto the patient to confirm the rhythm to prevent interruption of patient care.